Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath they were unable to clear all the air from the sheath after the catheter was inserted. After placing the catheter in the sheath, the physician aspirated, and air was continuously pulled through the sheath. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected and no abnormalities were observed. During preparation for leak testing investigators were unable to purge enough air from the sheath in order to perform the tests. Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap, additionally a tear in the outer valve was found. Based on all the available information, the cause of the reported air visible in the sheath was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path. In regard to the tear in the outer silicone valve, based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath they were unable to clear all the air from the sheath after the catheter was inserted. After placing the catheter in the sheath, the physician aspirated, and air was continuously pulled through the sheath. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.